Manufacturer narrative:
(B)(4).

Event description:
During implant the lead displayed high impedance values on multiple implant attempts. The device was removed and new lead was implanted. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
The field report of high lead impedance was not confirmed. Electrical testing on the lead did not identify any indication of conductor fractures or internal shorts. The damage found on the lead is consistent with that occurring at the time of implant/explant procedure.